Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported seeing poor communication on the patient programmer while using the antenna. The consumer would try checking without the antenna when she was with the patient next. The patient was experiencing soreness at the implantable neurostimulator (ins) site and lots of urinary accidents. The accidents had occurred since (B)(6) 2015 and the stimulation was turned off in (B)(6) 2015. The soreness at the ins site was from the inside that started several months ago prior to (B)(6) 2016. It was noted that the patient had fallen out of his wheelchair several times. The patient was a quadriplegic and received the device to help with urinary and bowel issues. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.